Event description:
Per biotronik rep, this lead became dislodged post implant. The lead was repositioned the next day. The lead remains implanted. There are no further adverse events reported for this pt.